Event description:
A patient was transfused with two units of packed red blood cells and experienced a delayed transfusion reaction. Retesting of the patient sample identified an anti-k in the patient's serum. One unit was kell negative and one unit was kell positive.